Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump delivered a 10 unit bolus without user interaction. Subsequently, the customer's blood glucose decreased to 30 mg/dl which was addressed by flight attendants giving customer food and juice. Tandem technical support examined pump data logs which showed that the user unlocked the pump and requested a 10 unit bolus. The customer maintained that the pump delivered the bolus without user interaction. Reportedly, the customer continued to use the pump for insulin therapy.